Manufacturer narrative:
A2): patient's date of birth unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels and great vessel perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to cied system/pocket infection, with the patient''s pocket eroded. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, resistance was noted when the catheter was approximately halfway over the lead, with significant adhesions noted to the vessel wall. A femoral snare was used to create a dual traction platform. Manipulation of the lead appeared to pull the lead away from the superior vena cava (svc) wall, and a spectranetics 13f tightrail rotating dilator sheath was then used to advance approximately 2-3 cm beyond the lead's coil, where progress stalled. Using the glidelight again, 3-4 lasing sequences were performed when the patient's blood pressure dropped and an effusion was detected via transoralesophageal echocardiography (toe). Rescue efforts began immediately, including sternotomy. Perforations to the svc and svc/innominate regions were discovered and a challenging repair was successfully completed (MDR #3007284006-2024-00020). Due to the patient being too unstable to remove the rv lead, the lead/lld were cut in the right atrium (ra) during the sternotomy. There was no attempt to unlock the lld from the lead, and both were cut and capped and remained in the patient (MDR #3007284006-2024-00021). The patient survived the procedure. This report captures the 16f glidelight, the last device in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.